Event description:
It was reported that the patient experienced a loss of stimulation sensation, late one night. The next morning, the patient tried to increase settings due to an increase in pain. The patient had received a warning screen to recharge their implantable neurostimulator (ins). The patient charged their ins with four coupling bars. No outcome was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8590-9, lot# n295218, implanted: (B)(6) 2012. Product type: accessory, product ID: 8590-8, lot# n322335, implanted: (B)(6) 2012. Product type: accessory, product ID: 39286-65, serial# (B)(4), implanted:(B)(6) 2012. Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer. (B)(4).